Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-01245. It was reported the patient's system was no longer providing pain relief. The patient's devices were explanted.